Manufacturer narrative:
Concomitant medical products: product ID: 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v278189, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the therapy stopped working for the patient since (B)(6) 2015. The device was reprogrammed, but none of the new programs worked for her symptoms. In (B)(6) 2015, the patient¿s leg started swelling up. On the day of the report, the patient was going to an orthopedic doctor for pain in her left leg that started 1.5 months ago. The pain was ¿so bad¿ that the patient could not bend over. Orthopedic doctor reportedly stated that the pain ¿could be caused¿ by arthritis under the knee cap.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect, the stimulation was not working anymore, and the patient had accidents and was going to the restroom a lot. Initially the patient stated it started several months ago but then recalled being thrown from a horse on (B)(6) 2013, and they landed on their back and they gradually noticed a return of symptoms. Especially since several months ago the patient had been getting up 2 to 3 times at night, had several accidents during the day, and was not making it to the bathroom similar to their prior to implant state. The patient¿s implant was moving and bulging when lying down and they noticed it at least a couple of months ago and thought the implantable neurostimulator (ins) might be turned around. The patient had no stimulation sensation unless the settings were high but then they experienced shocks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.